Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02826-1, 0002648920-2017-00339, 0002648920-2017-00340. Concomitant medical products: nexgen lps-flex fixed prolong articular surface use with lps/lps-flex 51 or 52 suffix femorals size cd 14 mm height, catalog# 00596202214 lot # 61494241, nexgen stemmed tibial component precoat size 2, catalog # 00598002702 lot# 62166630. Nexgen prolong highly crosslinked all poly patella standard size 32 mm diameter 8.5 mm thickness for cemented use only catalog# 00597206632 lot# 62272484. Self-tapping bone screw 6.5 mm dia. 35 mm length, catalog# 00511007035 lot # 62286109. Self-tapping bone screw 6.5 mm dia. 35 mm length, catalog # 00511007035 lot # 62173493. Self-tapping bone screw 6.5 mm dia. 35 mm length, catalog # 00511007035 lot # 62173492. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient is experiencing pain after knee arthroplasty. Attempts have been made and additional information on the reported event is unavailable.